Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 0030265. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. See h.10.

Event description:
It was reported that saf-t-intima w/y adapter bl 22ga x .75in catheter was sliced and leaked blood. This occurred on 2 occasions. The following information was provided by the initial reporter: material no: 383323 batch no: 0030265 it was reported that when withdrawing the safety needle from the IV the needle sliced the catheter tubing just proximal to the butterfly. This resulted in blood coming out of the catheter and also an unprotected sharp sticking out. Verbatim: incident was reported to bd rep via the supply chain site leader. Still waiting on further details, however, the nurse described "on (B)(6) 2020 a bd saf t intima 22 gauge IV butterfly malfunctioned. When withdrawing the safety needle from the IV the needle sliced the catheter tubing just proximal to the butterfly. This resulted in blood coming out of the catheter and also an unprotected sharp sticking out. It did not but it could have potentially resulted in the catheter piece breaking off as well." The nurse made mention of this happening a second time, I am trying to gather further details as to when this occurred and what happened.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that saf-t-intima w/y adapter bl 22ga x .75in catheter was sliced and leaked blood. This occurred on 2 occasions. The following information was provided by the initial reporter: material no: 383323, batch no: 0030265. It was reported that when withdrawing the safety needle from the IV the needle sliced the catheter tubing just proximal to the butterfly. This resulted in blood coming out of the catheter and also an unprotected sharp sticking out. Verbatim: incident was reported to bd rep via the supply chain site leader. Still waiting on further details, however, the nurse described "on 11/6/20 a bd saf t intima 22 gauge IV butterfly malfunctioned. When withdrawing the safety needle from the IV the needle sliced the catheter tubing just proximal to the butterfly. This resulted in blood coming out of the catheter and also an unprotected sharp sticking out. It did not but it could have potentially resulted in the catheter piece breaking off as well." The nurse made mention of this happening a second time, I am trying to gather further details as to when this occurred and what happened.